Manufacturer narrative:
This medwatch is submitted to send the initial report and the investigation results for this case: product was not returned to manufacturer, product discarded by the hospital, no examination was performed. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided by the reporter, based on the product history records, it is assessed that the event is due to surgeon mishandling while repositioning the device. Indeed, as described , when the surgeon was trying to adjust the implant, it disassembled. It points out that the surgeon probably did not follow the instructions mentioned in the surgical techniques, and did not apply a new distraction before trying to reposition the device. As indicated in st : if necessary to correct a rotated device or for lateral implant adjustments, distraction of the disc space is required to prevent implant-to-peek cartridge disassembly in situ. In addition , the surgeon did'nt use the mobi-c no touch level to verify the implant trajectory as mentioned in surgical technique step 10 . Indeed to verify the correct position and axial rotation about the transverse plane of the implant inserter, use the inserter level (mb9072r). The use of this instrument would have helped the positioning and prevent the adjustment from the beginning . The investigation found no evidence to indicate a device issue.

Event description:
Mobi-c p&f us: disassembled during adjustment. It was reported by a sales representative during a mobi-c surgery that surgeon placed implant and when she went to adjust and tap in it fell apart. No injury to patient reported. A delay of 10 min occured. Surgery was completed with a device of same size without further complication. Additional informations were received on may 30th : patient is healthy. The level implanted was c3/c4. The depth stop adjustment set initially at zero. The surgical technique was followed at the mobi-c loading on inserter. The surgeon did not encounter resistance while inserting prosthesis. The surgeon did not use the mobi-c no touch level and the mobi-c distraction forceps. Surgery completed with a new implant of the same size without further complication.